Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.

Event description:
Reportedly, when the device was opened to deploy while inside the patient's cavity, the ring was broken in half and the bag was ripped. Opened a new device to retrieve the specimen. No injury.